Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose level was 800 mg/dl. Customer administered a manual injection to address blood glucose. Customer also has administered a correction bolus through the pump to address blood glucose. Customer changed out pump supplies to address the alarm and resumed insulin delivery.